Event description:
It was initially reported patient was being referred for a replacement. An implant card was later received and it indicated the patient had a full revision; however, reason for the lead being replacement was not noted. High impedance was later identified from programming history, indicating lead was likely replaced due to high lead impedance. No other relevant information has been received to date.